Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator.

Event description:
On (B)(6), 2011, a vns treating physician reported that the vns pt presented with high impedance during their last visit on (B)(6), 2011. System diagnostics were run on (B)(6) 2011, which showed output = limit/lead impedance = high/ dcdc = 7; normal mode diagnostics showed the same results. The pt is doing well with no increase in seizures or pain. The pt's settings were 1.75/30/500/30/3 but the pt was programmed to 0ma prior to leaving. The pt went for x-rays and they were reviewed by the MFR on (B)(6) 2011. Using the curvature of the generator can, the connector pin did not appear to be fully inserted into the connector block. Furthermore, the end of the connector pin could not be visualized past the connector block. There did not appear to be any gross fractures or discontinuities in the lead body; however, there did appear to be two sharp angles in the lead body, one near the anchor tether and the other prior to the first tie-down. There was a portion of the lead body coiled behind the generator that was unable to be assessed. Based on the x-ray review, the connector pin appearing to not be fully inserted into the generator connector block and the sharp angles could be the cause of the pt's high impedance. No obvious discontinuities were noted in the visualized portion of the lead; however, an unpronounced lead fracture cannot be ruled out. The nurse practitioner reported that she was not aware of any pt manipulation or trauma that occurred that could have caused or contributed to the pt's high impedance. She said that the last time the pt was seen before the high impedance was detected, was on (B)(6) 2010, and the clinic notes state that the vns was interrogated and everything was found as expected but that specifics were not listed. Surgery is likely but has not yet been scheduled. If add'l info is received, it will be reported.